Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty and the drive screw was not lubricated. The technician cleaned and lubricated the hi/low drive assembly to repair the bed.

Event description:
Information received indicates the hi/low function is drifting down.